Event description:
It was reported by the patient that they experienced dizziness. The patient suspected that the implantable pulse generator (ipg) was not working anymore and that they needed to have it checked. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.